Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had not had any success with the device; they still had a spastic bladder. They increased stimulation on program four up to 4.1 volts, and had not had any success. At 4.1 volts, they felt a pulling sensation. They changed from program four to program five during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they increased the setting to 3.0, they were in pain for 8 days but thought they could tolerate it. Thy said that during that time they took 46 extra strength tylenol for the pain of the stimulation. They said that after 8 days they called the rep and told them their experience and told them it was painful/uncomfortable. The patient reported the rep told them the stimulation setting was too high and to decrease the setting, the patient decreased the setting. This resolved the issue, after decreasing the setting the uncomfortable/painful stimulation stopped. Additional information was received. The patient reported they hadn't experienced any improvement in bladder symptom control since implant. They said they had gradually increased the setting after decreasing the setting because the stimulation was uncomfortable. As they gradually increased they didn't have any discomfort, however they still were not having symptom improvement. They said that since (B)(6) 2020 they had 10 leaks and changed pads 10 times, sometimes they got up 7-10 times a night. They said that on rare occasions they only got up 5 times at night. They also mentioned their bladder didn't empty completely, that after the last time they voided at night , sometimes actually morning and they had to void frequently every 30-60 minutes afterward and only dribbled. They said they were recommended to drink 8-10 glasses of water per day by their chiropractor however they could barely drink 4. They were redirected to their doctor to discuss. Therapy information was reviewed. They switched programs and adjusted the setting on the call. The issue was not resolved through troubleshooting as it was too early to tell if the therapy adjustment would aid in symptom reduction. Patient mentioned concern with lead placement asa possible reason they hadn't noticed symptom improvement, they were redirected to their healthcare provider to discuss this.